Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal procedure, the device was not able to fire. The surgeon was not able to press the green button and was not able to squeeze the handle. They used another device to complete the case. There was no patient injury.